Manufacturer narrative:
(B)(4). Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
.

Manufacturer narrative:
(B) (4)the sample was not requested at the time of the initial call and they are discarded after therapy, therefore the sample is not available for evaluation.

Event description:
This is a report of a homechoice patient (hp) whose caregiver (cg) who needs help removing the cassette and bags from the homechoice machine. The cg stated that the hp has been in hospital for the past two weeks after having a heart attack and has peritonitis (date unknown). The patient is now performing hemodialysis. The peritoneal dialysis nurse stated that while hospitalized, the patient had a valve replacement. The nurse stated the events were not related to peritoneal dialysis therapy. The nurse declined to provide any further information.